Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, the pump was programmed to deliver an unspecified concentration of noradrenaline, at a rate of 1.7ml/hr and delivery was started. No further programming parameters were provided. After approx 2 hours, the nurse reported the pt's arterial pressure had decreased to 57/25mm/hg from 100/40mm/hg. At that time, the nurse noted 5 cm of air I the tubing set distal to the cassette with no pump alarm. The customer contact indicated that due to the air in the line, the noradrenaline was not being delivered to the pt, which resulted in a decrease in the pt's arterial blood pressure. The customer contact reported an unspecified volume of air was delivered to the pt. At that time, it was reported the nurse removed the air from the tubing set. Therapy was resumed using the same tubing set and pump. After an unspecified length of time, the pt's arterial blood pressure was reported to be normal. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.